Event description:
Event description guidant received information that after being in service for one day, this left ventricular (lv) lead exhibited an impedance of >2000 ohms with no capture at maximum output, as well as normal sensing measurements, while being programmed to standard bipolar configuration. Programming the lead to extended bipolar (lv tip to rv coil) yielded the same results. The configuration was then programmed to extended bipolar (lv ring to rv coil), which exhibited normal impedances and thresholds. It was noted that perforation was suspected, however, subsequent non-invasive follow-up testing did not reveal any abnormalities. The clinician questioned the safety of the lv ring to rv coil configuration change. There were no adverse patient effects noted.